Event description:
Customer performed comparison tests with the freestyle meter and results were 170 mg/dl nad 130 mg/dl precision testing was performed at the time of the initial call and results were 173 mg/dl nad 141 mh/dl.